Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer uses apidra insulin in their cartridge. The customer experienced an elevated blood glucose (bg) level of over 600mg/dl and moderate levels of ketones. A manual injection was administered to address bg level and the ketones were addressed with insulin and fluids. Tandem technical support informed the customer that apidra was contraindicated for use with the pump.